Event description:
The customer contacted baxter's technical service center regarding as system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) was in dwell 3 of 4 and the hp or bags did not disconnect. The hp had two bags connected and the unused line clamps were closed. There were no leaks and no loose connections. They cycled power and se 2367 alarmed. They were referred to the registered nurse (rn). They cleared the alarm. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were patient extension lines being used and they were connected prior to priming. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unknown how they would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2012 in regards to a system error 2240/2367 alarm and she was not aware of the patient having had that alarm. She had just seen the patient today and they had been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a system error 2240/2367 and she was able to resume therapy after starting over with new supplies later in the day. She did not notice anything unusual with any of the previous supplies. She did not have a lot number or a sample available. Since then she has been completing therapy successfully. She mentioned she has had trouble getting around because of a hematoma on her leg. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.